Manufacturer narrative:
The investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4). ** the initial MDR for this complaint record was originally submitted on (B)(6) 2016 via usps. Due to e-submitting requirements, it was not accepted. Per request, this initial MDR report is being submitted via the esubmitter program. The original MDR has been attached for reference.

Event description:
As reported by angiodynamics' distributor in (B)(6), an indwelling PICC was removed and replaced due to a cracked hub.